Event description:
Occasional discrepant sodium and potassium results. The following examples were provided: (B)(6) 2007, initial sodium result 78 mmol/l and potassium result was 2.3 mmol/l. Same sample repeated using different instrument, same method, result was 134 mmol/l for sodium and 3.8 mmol/l for potassium. On (B)(6) 2007, initial sodium result 116 mmol/l, repeated on different instrument, same method 129 mmol/l repeated on different instrument, different method, result was 132 mmol/l. On (B)(6) 2007, initial sodium result 128 mmol/l. Same sample repeated on same instrument gave result of 140 mmol/l. Same sample repeated on different instrument, same method, gave result of 138 mmol/l. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.